Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The device is not available to stryker.

Event description:
The 140mm tabbed rein seems bent. The returned component was examined and meets requirements; there is no detection of any unspecified bend in the returned component

Event description:
140mm tabbed reing seems bent - the returned component was examined and meets requirements; there is no detection of any unspecified bend in the returned component.